Manufacturer narrative:
The device is currently located at the olympus service operation repair center (sorc) for inspection. The exact cause of the reported event has not yet been identified by legal manufacturer olympus medical systems corp. (Omsc) for this device. If significant additional information is received, this report will be supplemented.

Event description:
Olympus inspected the device for repair at olympus service operation repair center (sorc) and found that the forceps elevator was not watertight. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Device inspection by the olympus service operation repair center (sorc) did not reveal any events related to the reported defects. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. However, olympus medical systems corp. (Omsc) assumed that the reported event was caused by unexpected stress on the distal end. If significant additional information is received, this report will be supplemented.